Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer usually "wiggles" the site around and resumed insulin delivery. There was no impact to the customer's blood glucose level. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.